Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable; cause was unknown. Reportedly, the touch screen became black and customer was unable to read the pump touch screen. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.